Event description:
A patient reported experiencing inaccurate high results with an ot profile meter. The patient's blood glucose results were 365 mg/dl, 150 mg/dl. Tests were done < 10 minutes apart with a difference of 74%. Patient did not experience any adverse events. No further information has been reported.